Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021 as no event date was reported.

Event description:
It was reported that the patient experienced pain and bleeding. A 7.3 flexima drainage catheter was selected for use. During the procedure, the physician noticed that the plastic inner of the flexima tube got stuck on the guidewire and shredded the wire. Then, the shredded wire stretched the plastic inner part of the flexima tube and accordioned the whole tube. In the past year and a half, this event has occurred four total times. Three times it occurred using an amplatz wire. The physician then used a magic torque guidewire, however the same event occurred again. This caused a lot of pain and haemobilia to the patient.